Manufacturer narrative:
Additional narrative: patient information is unknown. Date of infection is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient got an infection and had to do a wash out of mandible and removal of hardware. Surgeon believes patient co-morbidities may have caused the issue. Hardware removed after washout was complete and replaced with new hardware. (B)(4).

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that patient underwent initial implant surgery on (B)(6) 2017 and the hardware replacement took placed on (B)(6) 2018.